Event description:
Following the initial implant procedure, myopotential oversensing was detected on the device. Provocative testing was performed and the myopotential oversensing was reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.